Event description:
Patient noticed needle was missing after injection. She had an x-ray but needle was not found in her body.

Manufacturer narrative:
One open sample was received from customer. Visual examination reveals patient end of the cannula was broken and non patient end of the cannula was slightly bent. The analysis found that the fracture face had no evidence of any embrittlement or defects. In conclusion, the needle fracture was ductile and was due to an applied overload force. All needles fully conform to iso9626 "stainless steel needle tubing for manufacture of medical devices."